Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed with failed battery test during normal function. The patient's blood glucose at the time of incident was 87 mg/dl. Troubleshooting was initiated for the failed battery test alarm; the alarm itself and its possible causes were explained and the customer was assisted with clearing the alarm. The battery cap contacts were undamaged; however, the customer was unable to inspect the battery compartment and spring for corrosion and damage since the customer did not have a replacement battery available. The customer stated that he will get a new battery and call back. No products were shipped or returned.